Manufacturer narrative:
According to an adverse event form modification on (B)(6) 2022, the adverse event name was updated from "fever" to "infection or increased risk of infection local or generalized". The adverse event description was also updated to indicate that the patient presented to the emergency room on (B)(6) 2021 with fevers/neck/back pain, prompting a lumbar puncture which was consistent with probable meningitis. The update included that in addition to medication intervention and a lumbar tap the patient also had CT imaging (2x) and a chest x-ray. The adverse event was updated to indicate it was resolved on (B)(6) 2021.

Event description:
The patient had a litt procedure on (B)(6) 2021 and was discharged from the hospital to home on (B)(6) 2021. On (B)(6) 2021, patient was admitted to the hospital with fever concerning for bacterial meningitis. Lumbar puncture was performed and was suggestive of bacterial meningitis. PICC was placed for long term antibiotics administration on (B)(6) 2021. Patient was discharged from hospital on (B)(6) 2021 on vancomycin and cefepime.